Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Patient was found in a forest by the police. No vt or vf episode was noted. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown.